Manufacturer narrative:
Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device showed an error e853 white/balance (w/b) and the image color had a yellow tone while being used with a video processor. The issue was found at preparation for use for a diagnostic hysteroscopy laparoscopic hernia procedure. The device was replaced and the intended procedure was completed using a similar device.

Manufacturer narrative:
A2: age : 50-55 years a4: weight : 55-65 kg the subject device is not expected to be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the subject device showed an error e853 white/balance (w/b) and the image color had a yellow tone while being used with a video processor. The issue was found at preparation for use for a diagnostic hysteroscopy laparoscopic hernia procedure. The device was replaced and the intended procedure was completed using a similar device.